Event description:
The reporter experienced er1 messages. He turned the meter off and on and retested. The second reading is usually in his normal range. He does not allege harm and did not seek any medical attention.